Event description:
Information was received from a company representative that the patient was referred for re-implant. The re-implant occurred on (B)(6) 2015. It was indicated that the old lead was not removed, but the surgeon implanted a second lead above the old lead.

Event description:
It was reported that the vns patient developed a potential infection following prophylactic generator replacement surgery on (B)(6) 2015. The patient underwent surgery on (B)(6) 2015 to explant the patient¿s device due to infection and remained hospitalized for infection treatment. The patient has not been re-implanted to date. Review of device history records showed that the generator was sterilized prior to distribution.

Manufacturer narrative:
(B)(4). Suspect medical device UDI; corrected data: the previously submitted MDR inadvertently did not provide the suspect medical device UDI.

Manufacturer narrative:
Device manufacturing records were reviewed. \ review of manufacturing records confirmed sterilization for the generator prior to distribution.